Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. During the inspection the reported flickering image was confirmed due to faulty cable. Additionally, the device had a dead battery, and a poor connection to the light guide. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use, when plugging the scope into their video system the image flickers. Upon inspection and testing of the customer returned device, it was found a defective video connector caused a loss of image. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 18-jan-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections g2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the flickering image due to a faulty cable. The specific root cause of the faulty cable could not be determined at this time. Olympus will continue to monitor field performance for this device.